Event description:
Report 5 of 5 received of tubing leaks. An unspecified amount of intravenous fluid leakage occurred while the tubing set was being used to adminsiter an unspecified chemotherapeutic agent to a pt. It was reported that the tubing leak occurred "at the blue foil." There were no reported pt or healthcare provider adverse effects. Multiple unsuccessful attempts have been made to obtain additional info.